Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying communication loss for all wireless bedside monitor's (bsm's). They also reported that they are able to see the bsm's on the cns through the monitor bed settings, but once they go back to the "all beds" screen, the bsm's continue display comm loss. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 16 bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for all wireless bedside monitor's (bsm's).

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed comm loss for all wireless bedside monitor's (bsm's). They also reported they were able to see the bsm's on the cns through the monitor bed settings, but once they go back to the "all beds" screen, the bsm's continued to display comm loss. No patient harm or injury was reported. Investigation summary: ticket # (B)(4) was opened for the replacement of the poe switch for this complaint. Follow up with the customer found that the replacement of the poe switch resolved the issue. The root cause is determined to be the failure of the poe switch. The poe switch is a third-party component. There was no malfunction of the nihon kohden device.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for all wireless bedside monitor's (bsm's).